Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end near the base of the blade. The broken piece measured approximately 0.084" x 0.437" in length and was not returned with the instrument. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.084" x 0.437" and was not returned with the instrument. The fragment originated form the broken blade. Components adjacent to this broken blade do not show damage. The complaint regarding the failed connection was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument and the gn11 host machine failed. The use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure and no known impact or patient consequence was reported.